Event description:
Treatment of an arteriovenous fistula. The patient had slightly strong tortuous vessels. During the procedure, it was reported the implant coil did not detach with the instant detacher after 10 implant coils were already implanted. The implant coil was detached using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) and the procedure was completed. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.